Manufacturer narrative:
The implant (bost3211) is being reported as a concomitant device.

Event description:
The doctor stated that the healing abutment (ismha33) was not able to be removed from the implant (bost3211) in tooth location #12. The doctor had to extract osseo integrated implant on (B)(6) 2017. The implant was originally placed on (B)(6) 2016. The patient will have implant placed again.

Manufacturer narrative:
One t3 non-platform switched tapered implant was returned for inspection attached to a certain straight healing abutment. Visual inspection revealed moderate wear about the surface. The abutment is heavily damaged from attempted removal. Returned devices were examined visually by the naked eye and through magnification. The healing abutment could not be removed from the implant, as it is too heavily damaged, and appears to be cold welded to the implant. Complaint is therefore confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined.